Manufacturer narrative:
(B)(6). The lot was manufactured from october 12, 2018 - october 16, 2018. The device was not received; however a photograph of the device was available for evaluation. Visual inspection of the photograph revealed a leak inside the bag that contained the device. The exact location of leak could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the luer connector; the blue winged cap was closed. The set was filled with 240ml of fluorouracil and 0.9% normal saline. This occurred after 2-3 hours of storage, prior to patient use. There was no patient involvement. No additional information is available.